Event description:
The customer called to report motor error alarms. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer also reported a blood glucose reading of 220 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.